Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9400 system had an error code displayed. No patient injury was reported.